Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. During the procedure, difficulty manipulating the guidewire in the catheter was noted. Resistance was felt when moving the guidewire forward or backward in the guidewire lumen of the catheter. When the guidewire was removed from the catheter, a bend in the guidewire was noted in addition to a small piece of metal protruding from the guidewire. No further information was provided on the remainder of the case. The catheter is expected to return for laboratory analysis.